Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lots 65509ud00 and 64189ud00. Ticket trending review did not identify any trend regarding commonalities for lot numbers 65509ud00 and 64189ud00 and issue. Device history record review on lots 65509ud00 and 64189ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lots are within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot numbers 65509ud00 and 64189ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for multiple samples that didn¿t match clinical symptoms. No abnormalities were found with echography examination. No specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for multiple samples that didn¿t match clinical symptoms. No abnormalities were found with echography examination. No specific data was provided. No impact to patient management was reported.